Event description:
It was reported that during a pulse field ablation procedure, a faradrive steerable sheath was used. The faradrive was inserted to right femoral vein rfv under normal procedure with wire dilator. The wire and dilator were removed and a non-boston scientific mapping catheter was inserted to map the right atrium ra. The mapping catheter was then removed and versacross connect was inserted for transeptal puncture. The puncture performed and gained access to left atrium (la). The versacross connect was removed and then the physician noticed blood bleeding back from proximal end of faradrive sheath. The leak was coming from the area of sidearm where it inserts into handle of faradrive. There was no visible air seen in the sheath, and no air seen in the patient. This was visualized by the physician and the local representative. A new faradrive was used to complete the procedure. No patient complications occurred. The device is expected to be returned.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a pulse field ablation procedure, a faradrive steerable sheath was used. The faradrive was inserted to right femoral vein rfv under normal procedure with wire dilator. The wire and dilator were removed and a non-boston scientific mapping catheter was inserted to map the right atrium ra. The mapping catheter was then removed and versacross connect was inserted for transeptal puncture. The puncture performed and gained access to left atrium (la). The versacross connect was removed and then the physician noticed blood bleeding back from proximal end of faradrive sheath. The leak was coming from the area of sidearm where it inserts into handle of faradrive. There was no visible air seen in the sheath, and no air seen in the patient. This was visualized by the physician and the local representative. A new faradrive was used to complete the procedure. No patient complications occurred. The device is expected to be returned. It was further reported that there was no abnormalities during sheath prep or use. There was no damage to the luer. Irrigation was never attached due to noticing leak/blood soon after transeptal puncture. The leak was definitely consistent and was getting absorbed by the towel on the sterile field. It was a slower leak but it was noticeable. There was no air seen in patient or sheath. It was not a concern of the physician as the faradrive was not in the body long and was removed immediately upon noticing. The leak was reproducible on back table after removed with saline solution.

Manufacturer narrative:
Additional information was provided in section b5 describe event or problem. The device has not been received for analysis. Upon receipt and completion of the analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.